Event description:
Patient revised due to pain, inoperatively found polyethylene wear.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not confirm the reported wear. The root cause is undetermined. It would not be unreasonable to expect some wear after 15 years of implantation. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action was not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.